Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. A high impedance was noted on 1 contact. A revision procedure was completed to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d9 - date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. Two (2) leads and the closed loop stimulator (cls) were returned. One lead was returned in the lower port of the cls which was suspected to be the complaint device. Visually, this lead was fractured into multiple pieces. The portion of the lead remaining in the cls header was unable to be removed. Functional testing was not able to be completed due to the returned device condition. Device logs were reviewed from before and after the revision, confirming electrode disconnection at e1. The evoke scs system clinical manual details impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording". Based on the available information, the lead may not have been fully inserted into the cls port. Multiple attempts to remove and reinsert the lead may have contributed to the reported damage; this is not able to be definitively determined. The evoke scs system surgical guide lists potential risks including, "breakage of the lead or failure of other system components, which may result in loss of stimulation" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The second lead was operating as intended, with no allegations of deficiency.